Event description:
It was reported that this right ventricular (rv) lead has exhibited undersensing and high capture threshold. This rv lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.